Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they pushing up button causes rapid inputs as if she was pushing button rapidly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had rejected new battery and also had no delivery alarm. The device will not be returned for analysis.